Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. However, four unused sets that were owned by the facility were returned for investigation(receipt date : (B)(6) 2021). Sealing area of each sterile package was examined and no abnormalities, such as peeling, tearing or water damage, were observed. The manufacturing records of the returned devices were reviewed and found no irregularities. Investigation was carried out for reports of similar complaints made (development of lung abscess) from the launch of the product to the present time. However, there have been no similar cases reported. Sterility test was performed on the returned guide sheath kit (guide sheath, biopsy forceps and cytology brush). No bacteria were detected in all products. Based on the investigation results, it can be inferred that the reported event did not occur due to a defect or abnormality in the product. The above device handling has warned in the instruction manual as follows. *the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-05455. Olympus concluded that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that after a lung biopsy using the subject device, the following event occurred. The patient developed a lung abscess at a later date. The patient is currently in remission. The physician commented that has used k-201 for 10 years, but that the occurrence of a lung abscess was the first time, and that two cases occurred in a short term. This is the first one of two reports.